Manufacturer narrative:
A4: 79 kilograms. B3: 26-nov-2019. B4: 19-may-2021. D8: no. G1: mr. (B)(6). G3: 19-may-2021. G6: follow-up # 1. H2: correction, additional information, device evaluation. H3: yes. H6: health effect - impact: 4627. Medical device problem code: 2682 . Type of investigation: 10, 3331. Investigation findings: 213. Investigation conclusions: 4315. H10: it was reported that the patient presented with early signs of osteolysis. The radiographic images were reviewed and degenerative changes and minor osteolysis were observed. The device was received intact. Samples were taken for microbiological culture and histopathology, but no laboratory reports or results were provided. The device had not experienced mechanical failure. The failure of this procedure was likely due to degenerative changes at the adjacent levels, as the device did not appear to have failed at the time of removal.

Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. Additional information has been requested.

Event description:
It was reported that an m6-c artificial cervical disc was removed due to osteolysis.